Event description:
Edwards received notification from china that a 67-year-old patient with a valve model 7300tfx implanted in the mitral position was planned for a redo intervention after an implant duration of approximately three (3) months and eight (8) days due to severe mitral valve regurgitation and suspected thrombus near the valve root observed on echo. The patient is currently hospitalized and awaiting a second surgery. Per response received, the doctor did not think this was a product issue.

Manufacturer narrative:
D6a. If implanted, give date. The implant date is only known as (B)(6) 2024. Thus, (B)(6) 2024 is being used to calculate the minimum implant duration. H11. Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from china that a 67-year-old patient with a valve model 7300tfx implanted in the mitral position underwent a valve-in-valve procedure intervention after an implant duration of approximately three (3) months and eight (8) days due to severe mitral valve regurgitation and suspected thrombus near the valve root observed on echo. Reportedly, the thrombosis was diagnosed by computed tomography (CT). There was a thrombus at the ring of the mitral valve, but it needed further confirmation whether the thrombus caused regurgitation. The patient received warfarin after implantation and was still on anticoagulants at the time of diagnosis. The valve-in-valve was performed successfully and the patient was noted to be hospitalized in the general ward with no complications. According to the response received, the doctor did not think this was due to a product issue.

Manufacturer narrative:
Added information to section a3a (sex), e1 (contact) and h6 (device code). Updated section b5 (describe event or problem), h6 (investigation findings) and h6 (investigation conclusions) corrected data in section h6 (component code): 439 (cusp/leaflet) replaces 4755 (part/component/sub-assembly term not applicable), h6 (impact code): 4629 (device revision or replacement) replaces 4624 (surgical intervention) h11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Bioprosthetic valve thrombosis (bpvt) is the formation of blood clots on the valve, resulting in dysfunction that is potentially life-threatening. It is often diagnosed early post-operation but can occur at any time. Bpvt is a significant cause of valve failure, presenting either clinically with clear symptoms or subclinically without noticeable symptoms but still affecting valve function. The risk factors for bpvt include patient-specific conditions such as renal insufficiency, cancer, obesity, diabetes mellitus, smoking, the use of oral contraceptives, genetic defects, subtherapeutic anticoagulation, and autoimmune conditions such as antiphospholipid syndrome (aps) and systemic lupus erythematosus (sle). Thrombosis is a complex process influenced by the interaction between the patient and the device, as well as procedural factors such as valve size, implantation techniques, or interactions with other devices used during open-heart surgeries. Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common intraoperative factors that may cause or contribute to acute post-procedural regurgitation include device distortion; device interaction with patient anatomy or other devices; leaflet damage, suture looping/leaflet entrapment by native tissue, and incorrectly sized valve seated. Non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis may also cause or contribute to acute post-procedural regurgitation. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related nonconformances. The most likely cause for the reported thrombosis is patient factors. There is insufficient information available regarding patient or procedural factors to know the cause or contributions to the reported regurgitation. Therefore, a definitive root cause for the regurgitation cannot be conclusively determined.